Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a left upper lobectomy procedure, the jaws could not open after the first firing. The surgeon operated following the instructions for use to open the jaws but failed. The surgeon then used another device of the same product code, fired near the first staple line and removed the first device with tissue in the closed jaws. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n54c09. The ec60 device was received for analysis with the clamping mechanism damaged and with an ecr60d cartridge reload present. The reload was received fully fired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components; the closure trigger top was damaged and the closure trigger spring was disengaged. While no conclusion could be reached as to how the clamping mechanism became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.